Event description:
It was reported that the pump delivered too much insulin during a bolus; however, this could not be confirmed. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.